Event description:
Boston scientific received information that this pacemaker displayed pacing impedance measurements which increased from 980 ohms to 1700 ohms in the bipolar configuration with threshold measurements of 3.5 volts at 1 millisecond. The configuration was changed to unipolar and impedance measurements were 280 ohms with threshold measurements at 1.9 volts and 1 millisecond. It was noted the patient experienced dizziness. No additional adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.